Event description:
As stated by the hospital, "having pericardial infusion, product placed for 3 days, on withdrawal no resistance. After withdrawal 3 inches had come out, product snapped leaving approx. 4-5 inches in patient. Surgical intervention required."